Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received low sensor readings of 50 mg/dl compared to results of 300 mg/dl from an adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and was able to self-treat with biscuits and 2 vials of 15 g of glucose print in the mouth and then corrected with 15 doses of insulin (type unspecified). There was no report of death or permanent impairment associated with this event. A sensor result of 50 mg/dl was compared to an adc meter reading of 300 mg/dl and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 8 days. It is unknown when these readings were obtained in relation to the reported adverse event.